Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, had a missing guide pin. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the guide pin was broken, the outer tube has bent and dented, the image displayed is cropped and blurry, and the serial number ring has faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.